Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a problem with the picture. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken light guide bundle of the video cable section; the light transmission was lost or too low; broken video cable; stripes in image. Based on the results of the investigation, it is likely the image issues were due to the broken video cable. However, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the light transmission was lost or too low due to the broken light guide bundle of the video cable section. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the issue occurred during an unspecified diagnostic procedure.